Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a small flexnav delivery system (ds) was not able to be recaptured since it was noted to have an accordion shaped formation. The re-sheath or deployment wheel didn't reach end of travel; micro-adjustment wheel was not used. The procedure was completed with non-abbott valve and the ds. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
An event of retraction problem and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported retraction problem could not be determined. The damage to valve capsule is consistent with operational difficulty. The reported deformation is possible due to procedural conditions (user techniques handling) contributed to the reported issues. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.